Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer/third party service center for further evaluation. During evaluation of the device at a manufacturer/third party service center, the device logs were downloaded and errors codes e-4, e-7, e-53, e-130 were found. There was evidence of foam particles during the testing of the device. No other device problems were found. The device was scrapped.